Event description:
It was reported that during an unknown procedure, the device fully cut, but only stapled on the specimen side. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.